Manufacturer narrative:
Age at the time of event: 18 years or older. Device evaluated by MFR:it is indicated that the device will not be returned for evaluation. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4)

Event description:
Same case as MDR 2134265-2017-07828. It was reported that stent reocclusion occurred. There was stent reocclusion in the moderately tortuous and moderately calcified target lesion in the superficial femoral artery (sfa) with a 6mmx18cm innova self-expanding stent system device. A 5.0mmx220mmx150cm sterling¿ balloon catheter was selected for the plain old balloon angioplasty (poba) procedure on the 100% re-occluded stent. The device was inflated in the already placed innova stent and the balloon ruptured on the first inflation. The sterling¿ balloon catheter was replaced with another sterling¿ balloon catheter of a different size and inflated inside the stent. The procedure was completed successfully and the patient¿s status was reported as stable post procedure.